Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The device with battery voltage above elective replacement level was returned for analysis. Electrical test, thermal test, mechanical stress test and longevity assessment were normal with no anomalies found.